Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that a nurse saw the base smoking. All the meters on the floor have been checked by the pocc and are not damaged. She was going to just clean this base, but based on the smell of smoke and the smoke witnessed by the nurse that we will replace it for her. Caller added that the 3 and 4th pins from the right appear to be damaged. Requested return of suspect device and replacement was sent.